Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the power port revealed physical damage. Review of the device data logs revealed no battery malfunction issues. The chassis was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical damage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The initial medwatch report was submitted in error under a previous single MDR exemption approval, this resubmission is done to correct the error. Previously submitted medwatch report number 3004604967-2019-00212 / 3007573469-2019-00212. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and did not power on. There was no patient harm or serious injury reported as a result of this incident.